Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and / or corrected information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified all 3 were function checked per the functional testing of the juggerknot mini sleeve memo and are conforming. All 3 were returned with the sleeve fully deployed to the handle. One mini was reported to have a prong broken during use and that is confirmed visually. The fractured product was sent to scanning electron microscopy (sem) for further analysis: the fracture surface features of the juggerknot mini inserter tip are consistent with fracture due to bending overload. Energy dispersive x-ray spectroscopy (eds) semi-quantitative elemental analysis confirmed that the juggerknot mini inserter tip material to be consistent with nitinol alloy. Device history record (DHR) was reviewed and no discrepancies were found. The root cause was unable to be determined. However, the sleeve functioned as intended during a functional check for all products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). For lot# 537880, (B)(4); for lot# 207450, (B)(4). Expiration date: for lot# 537880, feb 10, 2025; for lot# 207450, jan 6, 2025. Concomitant medical devices: 912082 jgrknt 1.0mm mini 3-0 ndls 537880; 912082 jgrknt 1.0mm mini 3-0 ndls 207450. Device manufacturer date: for lot# 537880, feb 10, 2020; for lot# 207450, jan 6, 2020. It is unknown which lot# had a tip fracture out of all the three devices(with same part#), and hence both the lot numbers are being reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the clear sleeves of the three juggerknots didn't move smoothly. The tip of one of them was fractured during use. Fortunately, the fractured piece of the tip was able to be removed from the patient's body. There was a surgical delay of about fifteen minutes to prepare alternate products. No additional patient consequences were reported.